Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery showed less than six months with magnet rate of ninety. The health care professional (hcp) asked for a more precise estimate. The boston scientific technical services (ts) discussed elective replacement indicator (eri) and the device behavior when it reached eri. An attempt to obtain additional pertinent information was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.